Manufacturer narrative:
(B)(4): the keypad was found to be torn over the okay button, exposing the button contact. All keypad buttons were intermittently responsive during testing. During investigation, contamination was found under all key contacts and the key contacts were inverted. Multiple button presses with increased force applied were required before the buttons engaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had a delayed response and noted that the keypad was torn at the bottom. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.